Event description:
It was reported that the customer had a low battery on the insulin pump. The customer's blood glucose level was 521 mg/dl. The customer was treated with insulin pump as well as an insulin pen. The customer does not want to troubleshoot the insulin pump for high blood glucose feels blood glucose were related to insulin pump losing power. The customer does not wear the sensor. The troubleshooting was performed. The customer was advised that we will ship a replacement battery cap. The customer was advised to call back if issues continues. The customer was advised to revert to back up plan per health care provider instruction if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.